Event description:
Reporter alleged blood glucose was measured in the morning, result not provided, and 20 units of regular insulin along with 40 units of fast acting insulin was taken as normal. It was reported at 6 pm glucose measured 200 mg/dl and 10 units of regular insulin along with 23 units of fast acting insulin was taken. Reporter stated being found on the floor by a relative, time after taking insulin was not known. Reporter indicated paramedics were called and their device measured 25 mg/dl and customer was given an IV and retested on paramedics' meter which measured 150 mg/dl. Reporter stated the ambulanc retest indicated a 56 mg/dl result and customer was given a shot, contents unknown and taken to the hospital where tests were performed along with treatment received, tpe and amount unknown. Reporter stated being released at 4 am the next morning. A request was made for the return of the suspect device and replacement product was sent.